Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient was at a caretaker's home when she had a missed low because the receiver did not alarm. The patient was not responsive, and the patient's mother was called and informed of this. Patient's mother arrived and patient had a blood sugar reading of 20 mg/dl. Patient's mother administered glucagon and when the patient was still unresponsive, the patient's mother drove her to the hospital. On the way to the hospital, the patient regained consciousness and they went home. Additionally, the patient's father tested the receiver's audio function and it did not beep. No additional event or patient information was provided.